Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) channel oversensing of atrial pacing signals. Technical services (ts) was consulted, recommended getting an xray to check lead position. The patient is not dependent. This ICD remains in service. No adverse patient effects were reported.